Event description:
Reportedly, the summary table of lvat results is not correctly refreshed when new tests are performed and always displays the results of the first test.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However; it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Preliminary analysis revealed a normal device functioning.

Event description:
Reportedly, the summary table of lvat results is not correctly refreshed when new tests are performed and always displays the results of the first test. Preliminary analysis revealed a normal device functioning.

Event description:
Reportedly, the summary table of lvat results is not correctly refreshed when new tests are performed and always displays the results of the first test.